Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix was extracted and extended about three times and then it would not extend again. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent and consequently would not extend or retract within specification. There was body tissue/fibrotic growth on the distal electrode and a breached cut on the outer insulation. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.